Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb and generator interface boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently would get a communication failure on boot up which prevented the system from producing fluoro and required a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.